Event description:
It was reported that a system error 2240 (air in line) alarm occurred on a home choice (hc) device during the initial drain. The patient was connected to the hc at the time of the alarm. The patient indicated that the therapy was started late. When hc displayed alarm it was turned off and on but the hc was still alarming. The technical service representative (tsr) had the patient review the alarm log which showed the se 2240. The tsr explained the alarm to the patient. The patient was advised to use new supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.